Event description:
It was reported that the customer experienced high blood glucose levels. The customer also experienced skin irritation. The customer's blood glucose was 600 mg/dl. The customer did not express any symptoms of high blood glucose at the time of the call. The customer was treated with manual injections and changed the insertion site location. Troubleshooting could not be done because the insulin pump was not present at the time of the call. Advised that the customer call back in order to troubleshoot the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.